Manufacturer narrative:
The customer returned an atrieve snare device that was in two pieces and a portion of a delivery catheter. The delivery catheter was not the delivery catheter that is provided in the atrieve retrieval kit. The inner diameter of the returned delivery catheter was measured and it has a smaller inner diameter than a delivery catheter that is provided by argon. The outer diameter of the atrieve snare is larger than the inner diameter of the returned delivery catheter. The exact root cause unable to determined; however, a likely cause for the broken snare is due to excessive force used while attempting to move the snare within the delivery catheter with an inner diameter smaller than argon's delivery catheter.

Manufacturer narrative:
The investigation is still ongoing. A follow-up report will be submitted with the completed evaluation.

Event description:
The loops broken in the blood tubes.